Event description:
It was reported that the user accidentally entered a lunch meal announcement instead of a breakfast announcement, and an agent confirmed the incorrect meal type entry. Symptoms were not reported. Outcomes included user counseling and successful use of the device to deliver insulin as needed. Investigation included review of the user-reported data and real-time troubleshooting with education. Investigation of this case revealed user input error without device malfunction, and the device functioned as intended when instructed to treat current needs. It was concluded, based on previously established findings for similar reports, that the cause was user error.